Event description:
Used to love how yours didn't leave fibers behind, shred apart easily [foreign body in reproductive tract]. Shred apart [device breakage]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via social media that the tampons shred apart easily. She states that tampons did not used to leave fibers behind. No serious injury was reported. 19-apr-2021: no failure could be identified as a result of the investigation. 23-sep-2021: reopened investigation completed: cause was traced to design. Action plan is in place. Lot: 01863/6112 01:14, 36264/6073 12:21.

Event description:
Used to love how yours didn't leave fibers behind. Shred apart easily [foreign body in reproductive tract]. Shred apart [device breakage]. Consumer reported via social media that the tampons shred apart easily. She states that tampons did not used to leave fibers behind. No serious injury was reported. On (B)(6) 2021: no failure could be identified as a result of the investigation.